Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the catheter breaking off in the spine was not determined. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen (2000mcg/ml at 1938mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that multiple motor stalls and recoveries with the most recent stall occurring (B)(6) 2018 and the tube set (B)(6) 2018 were seen at initial interrogation. The patient did not recently have an MRI. On (B)(6) 2018 at 0912, motor stall occurred and at 1231 the same day was the recovery. On (B)(6) 2018 at 1703, motor stall occurred and on (B)(6) 2018 at 0810 was the recovery. The last stall was on (B)(6) 2018 and the tube set on (B)(6) 2018 with no recovery to date ((B)(6) 2018). Elective replacement indicator (eri) was 7 months. The patient was asymptomatic. The hcp suspected the patient may have a catheter problem as a secondary issue, but was only speculating at the time. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4) h6. Eval code- conclusion: 22 applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient was receiving intrathecal gablofen 2,000 mcg/ml at 207.8 mcg/ml via the implanted pump. It was reported there was a pump and catheter malfunction. The event/difficulty occurred on (B)(6)2018 during normal use. The pump was replaced on (B)(6)2018 and would be returned. It was unknown what troubleshooting had been done by the managing physician. It was reported the patient was scheduled on the date of this report for a routine pump replacement due to the pump being close to end of life. It was also reported the patient¿s family reported during the pre-operative interview that the pump had alarmed in may and june and was able to call the doctor and get it to stop. The patient had gone through withdrawal like symptoms and had been supplementing with oral baclofen for a few months because they did not think the pump was working well. During surgery the catheter was tested and found it had broken off in the spine. The doctor went and replaced the entire catheter with a new catheter on 2018-(B)(6). However, it was also reported a partial explant occurred on 2018-(B)(6) as some of the catheter was still in the spine. The customer discarded and would not be returned. It was unknown if there were any environmental/ external/patient factors may have led or contributed to the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked and unknown and would not be made available (legal/confidential reason) and the patient¿s medical history as asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that they were working to schedule pump replacement for the patient. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the upper and lower shaft of gear two and wearing on the upper and lower shaft of the rotor. Eval code-method no longer applies. Eval code-result no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.